Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler is corroded, dirt deposition on coupler, dirt deposition on focus switch and dirt on the front of control head. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on electrical contact, error code e216 is displayed (and no image is displayed). In addition, due to disconnection in camera unit, the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head did not work. The issue occurred during inspection for use. The procedure was completed using an olympus back-up device. There were no reports of patient harm.